Event description:
It was reported that "dr (B)(6) was removing a screw when the tip of the device broke off into the screwhead. This also happened with another removal driver in the same case. Both of the screws and broken tips were recovered."

Manufacturer narrative:
Method: visual inspection, device history review, complaint history analysis and risk assessment. Results: the device was inspected and it was confirmed that the tip did fracture, the tip was not returned. The device history was reviewed and no relevant deviations were reported. There have been (B)(4) previous complaints involving (B)(4) units. Investigations into past complaints concluded that the failures were the result of user-error, ie over-angulation. The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft." There were no reports of adverse consequences to the pt as a result of the instrument breakage. The reflex-hybrid revision driver draw rod tip is made from biocompatible material to mitigate the risk of it remaining in a potential pt. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft."